Event description:
Patient reported "deformation of the mammary gland appeared (increase in size), intensifying during the day, local hyperemia", "deformation of the implants in the form of wavy contours, deep folds", "pain in the chest area, constant pulling sensations in the chest area, appearance of "deformed breast," inability to perform usual actions, as a consequence - increased anxiety, poorly amenable to correction, depression, sleep disturbance which is not device related, exacerbation of chronic diseases (peptic ulcer disease)" which is not device related, "mammary glands visualize cysts with a diameter of 2 mm to 9 mm" which is not device related, "deformity of implants in the form of wavy contours, deep folds of periprosthetic implant seromas" and "no evidence of implant damage was found". And later healthcare professional reported "discomfort, aesthetic dissatisfaction with shape, density and pain during palpation" and capsular contracture, baker grade IV. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo evaluation: visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ other ¿ medical: unable to observe as it is a medical event that is not related to the device. ¿ depression: unable to observe as it is a medical event that is not related to the device. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. ¿ crease / folding of implant: observed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ sleep habits: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "deformation of the mammary gland appeared (increase in size), intensifying during the day, local hyperemia", "deformation of the implants in the form of wavy contours, deep folds", "pain in the chest area, constant pulling sensations in the chest area, appearance of "deformed breast," inability to perform usual actions, as a consequence - increased anxiety, poorly amenable to correction, depression, sleep disturbance which is not device related, exacerbation of chronic diseases (peptic ulcer disease)" which is not device related, "mammary glands visualize cysts with a diameter of 2 mm to 9 mm" which is not device related, "deformity of implants in the form of wavy contours, deep folds of periprosthetic implant seromas" and "no evidence of implant damage was found". And later healthcare professional reported "discomfort, aesthetic dissatisfaction with shape, density and pain during palpation" and capsular contracture, baker grade IV. This record is for the left side. Device has been explanted.